Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that prior to product use; the adhesive portion of the infusion set was adhered to the cap of the infusion set. According to the home care patient, their blood glucose levels rose to over 450 mg/dl due to the interruption in insulin therapy. The home care patient reported that they delivered an insulin injection to resolve their blood glucose levels. No permanent adverse effects to the patient reported.